Event description:
Reporter alleged high blood glucose monitoring device readings in comparision to other meters. It was reported customer began to feel ill and had low glucose symptoms and when tested, the customer measured 90mg/dl. Reporter stated then taking a glucose tablet and a relative called emergency medical technician (emts). Emt's device measured 34mg/dl within 10 minutes reportedly and treated customer with orange juice. A request was made for the return of the suspect product , however, no product returned.